Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. Upon evaluation, there was insect contamination throughout the unit. The cause of the inability to power on is the insect contamination. The root cause of the insect contamination is physical abuse. No adverse event resulted from the defective battery charger.

Event description:
A us distributor returned a battery charger indicating that it would not power on.